Event description:
It was reported that the patient was hospitalized for spells of dizziness and light-headedness with strips collected showing pauses in pacing with vp to vp intervals longer than the programmed lower rate interval. Patient has been in chronic atrial fibrillation (af) since last (B)(6) with optivol showing fluid index threshold exceedance since last (B)(6) and has had an av nodal ablation performed last (B)(6). Follow-up revealed the physician did not attribute the patient's symptoms to any device functionality. No programming changes made at this time and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.